Event description:
The date of surgery has not yet been set as the patient is awaiting approval from insurance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the charge frequency for the implantable neurostimulator has changed. The patient stated that the charge frequ ency has increased from once every 2 months to once every 2 weeks. The patient stated it has been a gradual change over the past 5-6 months. It was noted that the patient charges the implantable neurostimulator complete. She starts charge when the implantable neur ostimulator is at 1/4 charge. She did make some changes to the programming around the time this started, but even since the changes, her charge seems to last less and less. The patient made an appointment with their physician to have the device checked. Additional information was received from the patient. The patient changed device programming but not significantly enough to cause the drastic reduction in battery time. The patient confirmed that the patient is having an upcoming surgery to replace the spinal cord stimulation device. The patient's physician wants to replace the device sooner rather than later as it is nearing end of life and it is having problems charging and holding a charge.